Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up with a device that was post-sensed t-wave oversensing noted on the stored egm. The patient did not receive inappropriate therapy during the oversensing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.